Manufacturer narrative:
The failure for missing components was confirmed by the technician through disassembly and visual inspection. Overstress of the components is known to cause or contribute to the reported event. The device was scrapped by stryker.

Event description:
It was reported that during set up at the user facility, the device fell apart when inserted into the handpiece. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported. Upon receipt at the manufacturer it was confirmed that there were pieces missing from the device.

Event description:
It was reported that during set up at the user facility the device fell apart when inserted into the handpiece. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported. Upon receipt at the manufacturer it was confirmed that there were pieces missing from the device.